Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the home screen was observed to be black. The mx board software version was not displayed in about settings. The display intermittently appeared black due to a known core board failure caused by a defective component t1 on the core board. The device was unable to take measurements with a sensor or set tester due to the mx board interconnectivity issue. The mx board was reinstalled and the unit functioned as designed.

Event description:
Customer reported "black no numbers showing intermittent". No known impact or consequence to patient.